Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter found in the drain bag when using a minicap. Per customer this is a piece of " brown foam" from the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to common device name and classification code which was inadvertently submitted as "ni". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. It was later determined that the alleged device was the drain bag and not the transfer set submitted in the initial medical device report. Should additional relevant information become available, a supplemental report will be submitted.